Event description:
Caller reported blood glucose results of 67 mg/dl, 34 mg/dl, 33 mg/dl, and 42 mg/dl within 10 minutes on the aviva system. Reported additional results of 41 mg/dl, 257 mg/dl, and 66 mg/dl within 11 minutes on the aviva system. Reported a third, separate comparison of blood glucose results of 515 mg/dl and 52 mg/dl on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.